Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Multiple follow ups were made by tandem clinical support, however, no response was received from the customer. No additional information provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.